Event description:
It was reported that the customer experienced unexplained high blood glucose of 11.0mmol/l. It was stated that the customer changed the infusion set and reservoir, but the results were the same. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, and bolus wizard settings were correct. The customer was unsure if the basal rate was correct. Reviewed the alarm history and found auto shut off alarms. It was stated that the customer sometimes does not eat/bolus for supper or breakfast and the device alarm, but she is aware of it and responds to the alarm. The customer called back to perform the high pressure test and the test failed. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.